Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 of the initial and include information that was inadvertently left off of that report. Based on the results of the investigation, the phenomenon was reproduced, and it was confirmed that the puncture needle was caught in the channel during insertion, and the needle protruded. Though, a specific cause could not be identified. In addition, a specific cause regarding the gap between the acoustic lens and ultrasound probe could not be identified. Lastly, regarding the forceps not being able to be inserted due to clogged tube is likely due to the puncture needle causing a perforation in the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Information received identifies that after an approximate delay of no longer than 10 minutes, the (endoscopic ultrasound) procedure was successfully completed with a similar device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, gap of adhesive on the distal end was noted. In addition, stain inside the lens, gap between the acoustic lens/ultrasound probe, up/down knob failure to lock properly, paint on the air/water cylinder peeled, suction cylinder discoloration, water tightness lost due to pinhole on the ch-tube, ultrasonic cable damage, acoustic lens damage, universal cord buckling, play of the right/left knob out of standard, and play of the up/down knob out of standard were observed. Lastly, scratches and chip were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope needle is stuck in the operation channel. The event occurred during procedure and there was no patient harm or user injury reported due to the event.